Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of exeter stem, due to stem fracture.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through inspection of the provided photograph and x-ray and clinician review of the case. Device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided photograph of the explanted device and the provided x-ray by a clinical consultant indicated: 'need primary and revision operative reports, histopathology reports, serial x-rays and office/clinical notes, examination of the explanted components. Provided x-ray and pictures showed a broken stem.' All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including 'primary and revision operative reports, histopathology reports, serial x-rays and office/clinical notes, examination of the explanted components' are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision of exeter stem, due to stem fracture.